Event description:
It was reported that during an exploratory laparoscopy procedure, when taking down adhesions, the white tissue pad detached, no piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: "the device was returned with the tissue pad missing from the clamp arm, but returned with the device." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.